Event description:
It was reported that a shaft break occurred. During preparation of the opticross hd imaging catheter it was noted that the catheter was fractured. The procedure was completed with another of the same device and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the telescope assembly. No issues or detachments were found along the device, the sheath and distal tip did not present any visual damage. The sheath and distal tip did not present any visual damage.

Event description:
It was reported that a shaft break occurred. During preparation of the opticross hd imaging catheter it was noted that the catheter was fractured. The procedure was completed with another of the same device and the patient status was stable.